Manufacturer narrative:
(B)(4). On 12/04/2013 the customer reported that analyzer s/n (B)(4) smoked and would not turn on. Failure analysis could not be performed, as analyzer s/n (B)(4) has not been returned to flextronics. The cause of this event is inconclusive at this time and pending completion of the investigation should the product be returned at a later date. Customer contacted for product return.

Manufacturer narrative:
(B)(4). The investigation was completed on 03/18/2015. The failure was due to a defective tantalum capacitor.

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reported that analyzer sn (B)(4) smoked and would not activate. The customer states the analyzer was operating with a green (non-fused) battery carrier. The customer was informed of product action (B)(4). Apoc technical support informed the customer the current battery carrier is a red bottom. The customer stated that they use rechargeable batteries, but when the analyzer did not run, they obtained a spare carrier and tried the disposable batteries. The customer states that they do have some red battery carriers and will dispose of the green one. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. Based on the information available, there were no patient or user related injuries associated with this complaint.

Event description:
Na

Manufacturer narrative:
(B)(4).